Event description:
The customer's mother reported via phone call experiencing low blood glucose levels. The customer's mother declined troubleshooting assistance for the low blood glucose, as the customer was not present at the time of the call. The customer's most blood glucose was 115 mg/dl. The customer's mother stated that there had been incidents in which paramedics were summoned to treat the customer. She stated that she did not have the specific details regarding such evens and was advised to have the customer call in the event that he required medical intervention and/or hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.